Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-09556. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to noise. Also, it was noted that the noise on the right ventricular lead led to inappropriate inhibition of pacing. The patient was device dependent. Programming changes were made. The patient was stable.